Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise on this right atrial (ra) channel. The patient was seen in clinic and there was loss of capture (loc) when the voltage decrements. Technical services (ts) stated that the right atrial (ra) lead pacing impedance measurements, were out of range for less than 200 ohms. There was blanking due to noise response and conduction from left ventricular (lv) only pacing. It was suspected that there could be insulation breach. This ra lead remains in service. No adverse patient effects were reported.